Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was during today's call, pt mentioned the area where the neurostimulator (ins) battery was located was sore adding "they never knew it would do that". Pt commented "you can feel the place sticking out" of back ("the implant itself") which is sore when it's touched. Pt mentioned they had made mdt rep aware but he told them it was ok and that it would go away. Pss did not ask when or how rep was notified. Pt said it has been sore since implanted which they expected in the beginning but over the past three months it has gotten to where it can really be seen and seems to be more tender/sore. Pt said their daughter had told them they had woke up once in the past saying they thought the implant had moved because it was hurting so bad but they did not remember event. Pt said it also hurts when they have the recharging antenna over implant and have to move it. Pt denied any falls/trauma or excessive weight loss. Pt said they had gained some weight but was told the bigger you get the less you feel the implant. Pt said honestly ever since having ins implanted they have not felt the best/like not doing anything. The patient was redirected to their healthcare provider to further address the issue. Pt said they called the doctor once because they were running fever but was told everything was ok.